Event description:
It was reported that the atrium was perforated during a system extraction for systemic infection that was not device related. A sternotomy was performed and the atrial perforation was successfully repaired. During the following ventriculotomy, externalized conductors were observed. The lead was explanted. Patient was stable and fitted with a life vest.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included: a partial lead was returned in two segments for analysis. Internal insulation abrasion was noted at 13.0-14.3cm from the distal tip. The etfe coating was intact at this location. A lead stiffness test was performed and the lead was found to be within specification.